Manufacturer narrative:
H6: investigation summary a "correlation/repro/discrepant" result complaint was reported against the bd max instrument, catalog number 441916, serial number ct2025. Customer reported receiving discrepant results on bd-sars-cov-2 assay. Field service was not dispatched. Customer conducted decontamination and environmental monitoring. Customer reported that they were able to run 2 qc run without issue. Instrument was confirmed to be fully functional. No parts were returned to bd for investigation. The complaint is unconfirmed. The root cause cannot be determined with the information provided. Investigation consisted of a review of the instrument installation, service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend. H3 other text : see h10.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. Assays used: bd sars-cov-2 reagents for bd max¿ system. Eua #: (B)(4). The following information was provided by the initial reporter: " it was reported that there are discrepant results, possible fp. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. Assays used: bd sars-cov-2 reagents for bd max¿ system. (B)(4). The following information was provided by the initial reporter: it was reported that there are discrepant results, possible fp.